Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced button alarm causing all the insulin deliveries to stop. The customer also reported high blood glucose.